Event description:
Used medtronic insulin pump on (B)(6). Had problem driving and could not stay awake. Four hours after the fact checked blood sugar, it was 406. Programmed pump for injection. Thirty mins later blood sugar still 383. Three hours later, blood sugar went to 318. Took more insulin. Next morning blood sugar was at 175. Took shot, ate and blood sugar went to 268. Checked 1 hour later, blood sugar still at 246. I have contacted my dr of this and he called medtronic. They suggested that I change reservoir site and insulin. I had done all of this. Nothing seems to be working. I have discontinued using pump and gone to giving shots, however, still having same problem. Really no difference. Even changed eating habits as sometime not eating so blood sugar will not go up too high. I talked to my sister-in-law yesterday (B)(6). She stated that her son, who takes the same insulin and purchases it from the same (B)(6), is having the same problem. This insulin novolog is acting as a slow acting insulin, not a fast acting. Her son stated the same thing. I called the novolog company this am. I was transferred to product safety and they took my info and stated that they will let my dr know that I'm having problems with high blood sugars as I contacted my dr as soon as this has happened. I feel that this product is packed as a fast acting but is a slow acting insulin. Dates of use of novolog: (B)(6) 2004 - (B)(6) 2011.